Event description:
Good morning. I have been routinely using at-home covid tests since they became widely available. I always follow the instructions carefully, but there is one brand of home test (quidel) that I always test positive on -- even if I test negative on another brand of home test or negative on a pcr the same day. I have documented this over and over again for the past year (12+ times). It is confusing and I am wondering if I am the only person to be experiencing this. I assume these are false positives, but my doctor is not sure why I test positive so consistently. I don't think that is an issue with the lot or improper storage. I have split a box of these tests with friends, but everyone else tests negative when I test positive. To my knowledge I have not actually had covid (I have always tested negative on other brands of home tests and pcrs). If there is currently anyone studying occurrences of false positive results for this brand, I would be very interested in connecting with them. Thank you. Reference report: mw5116859, mw5116861, mw5116862, mw5116863, mw5116864, mw5116865, mw5116866.